Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.8, re-test: 1.3. Re-test was completed about 3 minutes after first test. Pt reports the second time she tested it took her longer to apply the blood to the strip. It took her about 30 seconds to get the blood to the strip.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.8, 2nd inr: 1.3, mean: 1.55, sd: 0.35, %cv: 22.81. Customer took more than 15 seconds to apply blood sample on unit. This may contribute to unexpected inr results. Since %cv is more than 20%, the test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot #248203 on 09/02/2011 met precision criteria. Test results are as follows: donor 98 = 4.3, 4.2, 4.2 inr; donor 99 = 2.9, 3.1, 3.1 inr. In-house test results have 3.4% and 2.92%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: customer did not use sufficient sample in first test and taking longer to apply sample may have contributed to unexpected result. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retained strip test results comparison met precision criteria. (B)(4). Action threshold (B)(4) has been reached. Since strip lot was released, 33 in-house therapeutic donors and 5 normal donors have been tested with a total of 157 retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. This issue will be subject to tracking and trending; corrective action not required at this time.